Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results).

Event description:
The patient started treatments using the first stage of aligners on (B)(6) 2011. The next day the patient reported itchy head and scalp, a sore throat and stomach pain. Hours later the patient reported a rash on her elbows, arms and legs, and itching all over her body. The patient went to an emergency room (ER) at 9 pm on (B)(6) 2011. The patient was prescribed prednisone (anti-inflammatory) and later released, feeling better, but still itchy. The patients pediatrician visited the patient on (B)(6) 2011 and increased the dose of prednisone and also prescribed hydroxyzine for the itching and singular to prevent any wheezing. An epipen was prescribed, if necessary. The doctor believes that this could have potentially become an anaphylaxis event.